Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it could not be located at the account.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device relative to an interventional abdominal aortic aneurysm repair procedure. Reportedly, after deployment, the footplate was unable to be closed and the device could not be removed from the anatomy. A surgical cut-down was performed to remove the device and hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.